Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that the device broke during a hallus valgus foot arthroscopy surgery inside the patient. This happened twice during the same surgery and these breaks were sharp at the base of the cutter heads. Further approaches had to be created on the patient to retrieve the heads of the devices. There was no harm or adverse event for patient, operator or third party reported. The surgery was finished successfully with a new device with the same part number. It was not necessary to do a second surgery. Update 26-feb-2021: the lot number 022206 was provided and was updated.